Event description:
It was reported that the user experienced intermittent bluetooth communication loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in signal loss to the ilet only; the agent guided the user to toggle sensor settings, re-pair the sensor to the ilet, and allow time for pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.